Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia also insulin pump received compromised force sensor system alarm. The customer blood glucose level was 500 mg/dl and 523 mg/dl and gave herself self-acting insulin. Customer states insulin was squirted out during the manual prime process. Customer stated that the drive support cap was stuck out. The device will be returned for analysis.